Event description:
It was reported that an ilet pump exhibited intermittent charging performance in which the battery increased from approximately 13% to 37% over about two hours while the charging indicator transitioned from flashing green to solid green, and the charging pad light intermittently turned off without interaction. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical care. Investigation included remote troubleshooting and education confirming use of the original charging pad and cable, verification of indicator behavior, testing of multiple electrical outlets, and observation of slower-than-expected charge rate. Investigation of this case revealed a suspected charger performance issue consistent with intermittent charging pad function. It was concluded, based on previously established findings for similar reports, that the cause was a probable charging pad malfunction.

Manufacturer narrative:
Initial.